Event description:
On (B)(6) 2012, the reporter contacted animas and alleged that the pump primed the tubing during the load step. The pump began emitting loss of prime warning this afternoon. The reporter already tried to change cartridge and still received repeated loss of primes. The cartridge cap is tight. No change in temperature or force, no recent alarms or suspensions are reported. Customer support had mother change to a cartridge from a new box. During load step mother said pump primed tubing. Mother received "no cartridge detected" after it primed during load step. Patient was disconnected. Fills cartridge to 1.5, confirmed cartridge was emptied after load step. Customer support advised the patient to go to confirmed back up plan pump being replaced due to load step issues this complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 01/24/2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the pump history indicated that loss of cartridge detection had occurred which was duplicated during testing. During the pump load cartridge phase, the pump failed to detect the cartridge. The pump was opened and the force sensor flex wire was found to be damaged at the force sensor pins.